Event description:
It was reported that during a breast biopsy six tissue samples were taken and the sample basket was removed and replaced with a new basket. The probe was removed from the patient and compression applied to stop the bleeding. As the tip of the probe left the skin, the bleeding continued. Reportedly, the bleeding stopped and there was no patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. There device was not returned for evaluation; therefore, the complaint investigation is inconclusive. Based on the reported event details, there was no alleged deficiency with the probe. It is unknown whether procedural issues contributed to the excessive blood loss.